Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). The carefusion field service technician repair work is anticipated but has not yet begun.

Event description:
The customer reported that the ventilator is alarming high peak press, ext high peak, circuit occlusion and safety valve. This happened on a baby patient, no harm was done and a new ventilator was placed on patient. The circuit was a fisher payket blue and white circuit attached to a mr850 heater. The audio and visual alarms went off at the time of event.